Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. D4: device expiration date and h4: device manufacturing date are unknown because the communicated lot number can not be verified., corrected data: d1: correction: lot number: 939852.

Event description:
It was reported the device was leaking. Patient experienced shortness of breath and pain at the site. Patient had been released from hospital prior. There was no patient injury reported

Manufacturer narrative:
Manufacturer date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.